Event description:
The customer contact reported the pt recieved more medication than intended. The pump was programmed to deliver an unspecified concentration of dilaudid, in the pca only mode, with a 0.2mg pca dose, a 10 minute pt lockout, and a 2mg 4 hour limit. The customer contact reported that two nurses checked the programming and "said it was fine." After an unspecified length of time, a nurse noted 28ml had infused. The amount of dilaudid expected to be remaining in the vial was unspecified. The customer contact reported, "the pt suffered temporary harm that required treatment or intervention." The pump was removed from clinical use. During testing by the user facility, the event could not be duplicated. The customer contact reported the pump "did exactly what it was suppose to."